Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regn3999 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "rubber stopper was displaced from hub during PICC insertion."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a dislodged y-site septum was confirmed; however, the root cause was not identified. The product returned for evaluation was one t-lock assembly. The sample was received with an inlaid stylet. Light usage residues were observed. The silicone septum was fully dislodged from the plastic y-site joint. The top of the septum was concave. Microscopic inspection of the sample confirmed that the septum was fully dislodged and exhibited deformation at the wire exit site. No mechanical damage was observed and the septum and y-site joint appeared well-formed. The septum was dislodged; however, the root cause of that dislodgement was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "rubber stopper was displaced from hub during PICC insertion."